Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was no problem during a laparoscopic diverticulitis bowel resection. However, a hole was found in the bowel during a routine colposcopy two days post operatively. They had to reopen and make an artificial anus. The event resulted to a tissue damage and surgical time was extended to 30 minutes of more since second operation was necessary. The patient had an extended hospitalization and is still at the hospital. The artificial anus will be relocated.